Manufacturer narrative:
One tapered screw-vent implant (tsvwb10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount was fractured and the implant damaged; the fractured portion of the mount was stuck in the implant¿s drive feature. Functional testing could not be performed since the mount was fractured and stuck in the implant¿s drive feature. No pre-existing conditions were noted on the per. The reported devices were being placed on tooth # 14 (unknown notation system) when the incident occurred. X-ray or picture images were not provided. DHR review for the lot (1219857) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1219857) for similar events and no other complaint about nonconforming products was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. However, based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is incorrect assembly of the mount to implant.

Event description:
No additional event details were provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter email address: not provided.

Event description:
It was reported that during implant (tsvwb10) placement the implant fixture mount fractured. Implant was removed and procedure was unable to be completed. Patient has been rescheduled for future placement. Tooth location 14.